Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('coils removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have uterine leiomyoma ("uterine fibroid"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal and uterine leiomyoma outcome was unknown. The reporter provided no causality assessment for uterine leiomyoma with essure. The reporter considered medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound abdomen - on an unknown date: 14 mm uterine fibroid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("coils removed") in a 40 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Concurrent conditions were listed as ovarian cyst, rash, abdominal bloating and pelvic pain female. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, 744 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she was found to have uterine leiomyoma ("uterine fibroid"). The patient was treated with surgery (bilateral salpingectomy & right ovarian cystotomy). At the time of the report, the outcomes for these events were unknown. The reporter considered medical device removal to be related to essure administration. No causality assessment was received for essure with regard to uterine leiomyoma. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2013: final diagnosis: a. Left fallopian tube, salpingectomy: 1. Portion of fallopian tube. 2. Foreign body consistent with hardware (gross examination only). B. Right fallopian tube, salpingectomy: 1. Portion of fallopian tube. 2. Foreign body consistent with hardware (gross examination only). Clinical history: preoperative diagnosis: pelvic pain; bloating; removal of essure specimen(s): a. Left fallopian tube. B. Right fallopian tube. Gross description: left fallopian tube" is a 5.5 x 0.7 x 0.5 cm segment of purple-tan slightly wrinkled fimbriated fallopian tube. Also received within the same container is a 4 cm long, 0.2 cm diameter coiled silver metallic wire consistent with previous tubal ligation. Right fallopian are two segments of purple-tan slightly wrinkled fimbriated fallopian tube which when reapproximated measure 5.5 x 0.5 x 0.5 cm. The fallopian tube is partially disrupted. Also received within the same container is a 3.5 cm long, 0.2 cm diameter segment of silver. Metallic coiled wire consistent with previous tubal ligation. [Ultrasound abdomen] (date unknown): 14 mm uterine fibroid. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 07-sep-2023: medical record received. Surgical pathology report added. Medical history & removal surgery details updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("coils removed") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2013. An unknown time later she was found to have uterine leiomyoma ("uterine fibroid") and underwent medical device removal (seriousness criteria medically important and intervention required). The patient was treated with surgery (essure removal surgery). At the time of the report, the outcomes for these events were unknown. The reporter considered medical device removal to be related to essure administration. No causality assessment was received for essure with regard to uterine leiomyoma. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound abdomen] (date unknown): 14 mm uterine fibroid. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 21-jul-2023: new reporter (lawyer) added, essure start and removal date updated and patient's date of birth provided. Imdrf codes updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('coils removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have uterine leiomyoma ("uterine fibroid"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal and uterine leiomyoma outcome was unknown. The reporter provided no causality assessment for uterine leiomyoma with essure. The reporter considered medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound abdomen - on an unknown date: 14 mm uterine fibroid. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.